Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer's blood glucose level was 27.0 mmol/l and 33.3 mmol/l. The customer received second occurrence of replace battery now alarm without prior low battery alarm. The insulin pump also received a power error detected alarm and the issue was resolved upon troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly.